Event description:
It was reported the patient got ¿zinged¿ periodically on the day prior to report. It was noted the patient had a right side tingle that shot down their leg and out to their jaw to the front of their teeth. It was stated there were no accidents or trauma but the patient would itch the implantable neurostimulator (ins) site while they slept. It was stated the muscle at the implant site caused the sensation of ¿pushing the implant out.¿ it was noted the patient had trouble falling asleep which caused them to have a ¿turtle neck.¿ it was noted the patient¿s neck was tight. It was noted the patient had switched from constant mode to voltage mode one month prior to report. It was further reported the patient had a malfunctioning deep brain stimulator (dbs) wire and they did not believe it was the ins. It was noted the patient had zinging from the device. It was noted the patient had ¿severe cervical flexion.¿ it was noted the patient had an appointment one day prior to report. It was noted the doctor had pushed the connection to the side and the patient got a ¿zing¿ again. It was noted the device was turned off and back on again and the patient ¿really felt it¿ so the doctor knew it was stimulation related. It was stated the impedances were checked and they were normal. It was noted an x-ray was taken. It was noted the ¿brain end of the extension looked attenuated¿ like the wires had been pulled. It was noted it looked like 2 cm had been squashed. It was assumed that it was not fixable short of a brain surgery which the patient did not want to have. It was stated the patient had right side shocks when they would lie on their left side, rub their scalp, touch the dbs connection in the left occipital area, or sometimes in the right frontal area. It was stated the patient had to shut off their dbs to stop the sensation. It was stated the patient could not function as well without the dbs turned on. It was stated one of the dbs leads were a little malpositioned. It was noted the patient did not do well physically and they had to start using a walker. It was noted the patient did not have dysarthria but they had a soft voice.

Manufacturer narrative:
Concomitant products: product ID 37642, serial # (B)(4), product type programmer, patient; product ID 3708640, serial # (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3708640, serial # (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3389s-40, lot # v319144, implanted: (B)(6) 2010, product type lead; product ID 3389s-40, lot # v013245, implanted: (B)(6) 2007, product type lead; product ID 3389s-40, lot # v319144, implanted: (B)(6) 2010, product type lead; product ID 3389s-40, lot # v013245, implanted: (B)(6) 2007, product type lead; product ID 3708640, serial # (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3708640, serial # (B)(4), implanted: (B)(6) 2013, product type extension. (B)(4).